Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station indicated a drawer failure; however, when the customer tried to recover it, no items were displayed. A field service engineer accessed the system and navigated to the storage space configuration. The engineer opened the settings for the tower and modified the access order from 3 to 6. After saving the changes, the engineer reopened the settings and reverted the access order from 6 back to 3. This action prompted the tower to re-register, resulting in the resolution of the failure. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had hardware failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.